Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) was reviewed and no discrepancies were found. Medical records were provided and reviewed by a health care professional. Review found patient presented with pain. Tibial component was loose and easily removed. Femoral component well fixed. No complications noted. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # 184766/ series a pat std/ lot # 938860, part # 183106/ van ps open intl fem-/ lot # 855200, part # 183640/ vngd ps tib brg/lot # 855200, part # 141233/ biomet cc cruciate tray/lot # j3417409.

Event description:
It was reported that patient underwent hip revision surgery 5 years post implantation due to due to pain and tibial loosening. It was noted during the revision the tibial component was easily removed from the cement mantle medially. The bearing and tibial components were replaced without complication. The femur and patella remained intact and well-fixed attempts have been made and additional information on the reported event is unavailable at this time.